Event description:
The manufacturer received information from a biomed engineer that device will not power on after replacing a valve on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the bio-med engineer on this issue. The philips rse advised the bio-med engineer to recheck all cable connections on the main and display printed circuit board assemblies. The philips rse provided the bio-med engineer the part number for the main pcba to be replaced on the device by the bio-med engineer.